Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; cause was not known. No alarms were found in pump history, no air bubbles were observed and no infusion set site issues were experienced. Reportedly, the customer reverted to an alternate pump for insulin therapy.